Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The rgmps was returned for failure analysis and the reported failure was not replicated. The power supply was returned for failure analysis and the reported error 40241 complaint was not replicated. When reviewing on logs, there were error codes 40241 which means: the ctp failed to process the command ctp_cmd_bplist_data. Upon visual inspection, no issues were found that would be related to the reported event. The mgps was installed and tested on the pca test system. The system started without any errors. Then 10 power cycles were performed and the system works normally without any issues. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse advised to replace medical grade power supply (mgps) first if does not resolve then generic power distributor (gpd) and then generic cart controller (gcc). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pediatric pyeloplasty surgical procedure, the surgeon side console (ssc) was down and did not have any information. Technical support engineer (tse) reviewed logs and noted 401 error for the down console for power supply over temperature fault and the error first occurred on 5/28. Tse noticed that the system is in a procedure and confirmed site was using the second console. The procedure was completed with no reported injury.